Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 600 mg/dl between 4 and 24 hours of wearing the pod. The patient reported that the pod was placed in the morning, they had breakfast and then their bg levels began to rise despite several correction boluses. The patient¿s symptoms included a headache, dry mouth, and blurry vision. On (B)(6) 2025, the patient went to the hospital to seek medical attention. The patient was diagnosed with high bg levels. As treatment the patient was provided with insulin. The patient stated that while in the emergency room (ER) they asked them to turn the pod off, but they did not remove it. The patient¿s bg levels decreased to 125 mg/dl and the patient was released home. The patient was in the ER for 3 & ½ hours. After returning home, the patient slept and then removed the pod from their abdomen and placed a new pod.

Manufacturer narrative:
The pod was received for evaluation fully deployed. The pod data indicates the pod operated and delivered insulin as intended during operation. There were no damage or deficiencies that would affect the delivery of insulin observed.